Event description:
On 09/22/2023 fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse [(pd)rn] revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg (single dose) and ip ceftazidime 2000 mg daily. However, on (B)(6) 2023 the patient contacted the on-call pdrn with complaints of continued abdominal pain, and the nephrologist arranged for the patient to be hospitalized later the same day. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) due to ongoing epigastric pain, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result returned positive for klebsiella pnemoniae on (B)(6) 2023 and the patient¿s antibiotic regimen was changed (specifics not provided) to accommodate the results. The patient began hd therapy on (B)(6) 2023 while hospitalized and tolerated the transition well. The patient was discharged on (B)(6) 2023 in stable condition (cell count wbc = <10) and began incenter hd on (B)(6) 2023. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient is recovering from the events and will not be returning to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse [(pd)rn] revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg (single dose) and ip ceftazidime 2000 mg daily. However, on (B)(6) 2023 the patient contacted the on-call pdrn with complaints of continued abdominal pain, and the nephrologist arranged for the patient to be hospitalized later the same day. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) due to ongoing epigastric pain, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result returned positive for klebsiella pnemoniae on (B)(6) 2023 and the patient¿s antibiotic regimen was changed (specifics not provided) to accommodate the results. The patient began hd therapy on (B)(6) 2023 while hospitalized and tolerated the transition well. The patient was discharged on (B)(6) 2023 in stable condition (cell count wbc = <10) and began incenter hd on (B)(6) 2023. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient is recovering from the events and will not be returning to pd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.